Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient experienced chest pain and palpitations. The physician was aware of the situation. The device remains in use. No further patient complications have been reported as a result of this event.